Event description:
Related manufacturer reference number: 2017865-2023-01123. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular - rv and atrial leads exhibited noise oversensing. During the procedure, it was noted that the rv and atrial leads were found to have an insulation breach. The rv and atrial leads were capped and replaced on (B)(6) 2022. The patient was in stable condition before, during, and after the procedure.